Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came into the clinic complaining of palpitations. There had been a lead warning, polarity switch from bipolar to unipolar, and oversensing on the right atrial lead. The lead was programmed back to bipolar, monitoring only. The lead is still in use. No further patient complications have been reported as a result of this event.